Event description:
It was reported that an unspecified number of unspecified bd pst tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. I spoke to the phlebotomy supervisor. He answered no to all five questions. Lithium heparin tube and plasma separated tube has an issue with the vacuum so the blood were not able to be drawn into the tubes. They stated that if they switch to another lot number it works fine. So, they think the problem is with that specific lot number. They currently received 4,000 of the tubes. Spoke to bd tech -he confirmed draw volume issue was witnessed in pst tubes.

Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of unspecified bd pst tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. I spoke to the phlebotomy supervisor. He answered no to all five questions. Lithium heparin tube and plasma separated tube has an issue with the vacuum so the blood were not able to be drawn into the tubes. They stated that if they switch to another lot number it works fine. So, they think the problem is with that specific lot number. They currently received 4,000 of the tubes. Spoke to bd tech -he confirmed draw volume issue was witnessed in pst tubes.